Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 3/21/2019. Additional evaluation summary: two needle/suture pieces and two suture pieces of product code c2023, lot # mbm881 were returned for analysis. During the visual inspection of the two samples, the suture pieces have begun with the process of disintegration, since the sutures were broken in handling of the samples. The product code c2023 contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. Also, the foil was examined and no damages or defects were noted. Due to condition of the sample received, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental implant procedure on an unknown date and suture was used. The thread broke when making the knot. A new suture was used. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.